Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and the root cause of the issue could not be determined, as there was no confirmed deviation from the instructions for use recommended device reprocessing and no additional event information was reported or is available. The event can be detected/prevented by following the instructions for use which state: ¿notice¿ ¿be sure to use the aw channel cleaning adapter to clean the air and water channels. Failure to do so may result in clogging of the air and water nozzles¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: angle knob play, air/water cylinder paint peeling, image guide snake tube scratch, acoustic lens damage, switch buttons 1 and 3 have scratches, insufficient angle, and bending section adhesion crack. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer was unable to identify the foreign material. 4.) The customer reports there was no delay in the start of pre-cleaning. 5.) The air/water nozzle was flushed with water and air. 6.) It is unknown if there were any abnormalities in the accessories used for reprocessing. 7.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 8.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had a malfunction of the switch. During testing and inspection of the returned device, foreign objects came out of the forceps channel (including secondary water supply) which had been attributed to insufficient cleaning. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.